Event description:
We were informed that during posterior procedure bubbles emerged from the vitrectome. No report that actual patient harm occurred or surgery was prolonged or delayed.

Manufacturer narrative:
The complaint is under investigation.